Event description:
(B) (4)

Event description:
It was reported the lead was explanted and replaced due to high thresholds. Upon removing the lead, the physician noted he could not retract the helix. The physician also noted there was no screw (helix). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B) (4) no anomalies were found: the full lead was returned for analysis. The proximal conductor was distorted, the outer insulation was cut, and there was blood on the helix.